Event description:
22 g bd insyte autoguard IV catheter needle did not retract. (B)(6): 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? It should be in the report sent from the FDA. 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? This was discarded due to being a sharp. 4. Can you please provide an exact date of event in format dd-mmm-yyyy? Once again, this should have been in the report sent by the FDA. 5. When you pressed the button, did the needle fully retract? No. 6. Did the needle retract slower than normal? No. 7. Did the needle start retracting and then stop, leaving the needle exposed? It didn¿t retract when button was pressed. 8. Did the needle not move at all after pressing the button? Correct. 9. Did the button depress? No.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 5135740. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.